Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13july2019. The field service engineer replaced the data acquisition board to address the reported problem. Failure analysis on the returned data acquisition board shows that the customer returned data acquisition (da) board was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Problem statement:

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the air delivery/air flow accuracy test. Air flow accuracy is tested during performance verification test (pvt); pvt is an activity that is performed before the ventilator is put into use; thus there is no risk of patient harm because it would not be put into use if it fails any test.